Manufacturer narrative:
The product was not returned for eval. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. No product lot number was reported therefore no lot release records were reviewed.

Event description:
The patient reported on (B)(6) 2015 her blood glucose read "high" (>500 mg/dl) after wearing the pod for less than 48 hours. She gave multiple boluses but was not able to lower her bg levels. On (B)(6) 2015 she went to the hospital and upon arrival and upon arrival she was admitted into the intensive care unit with diabetic ketoacidosis. They placed her on an intravenous drip of insulin and fluids. She was released from the hospital on (B)(6) 2015.